Manufacturer narrative:
Device evaluated by MFR.: synergy ii, us, mr 3.5 x 16 mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first proximal strut was lifted and bent in a distal direction. The first two distal struts were damaged and pulled in a distal direction towards the distal marker band. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found there were multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties were encountered. The target lesion was located in the tortuous and calcified mid right coronary artery (rca). Following pre-dilatation, a 3.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the struts were disrupted due to the patient's vessel. The device was removed with resistance encountered, un-prepped due to the saline the physician had when crossing was attempted. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and catheter removal difficulties were encountered. The target lesion was located in the tortuous and calcified mid right coronary artery (rca). Following pre-dilatation, a 3.50 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the struts were disrupted due to the patient's vessel. The device was removed with resistance encountered, un-prepped due to the saline the physician had when crossing was attempted. No patient complications were reported.